Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Manufacturer narrative:
Evaluation of the component confirmed the reported event. A decision was made to recall the product. (B)(4).

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2010. During the procedure, the surgeon attempted to remove the stem inserter from the stem once the stem was implanted, but the inserter would not disengage from the stem. The stem was removed and the inserter was disengaged from it on the back table in the operating room. The stem inserter was used to complete the procedure; however, the stem was not completely engaged on the inserter. There was no injury to the patient or significant delay to the procedure as a result.

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2010. During the procedure, the surgeon attempted to remove the stem inserter from the stem once the stem was implanted, but the inserter would not disengage from the stem. The stem was removed and the inserter was disengaged from it on the back table in the operating room. The stem inserter was used to complete the procedure; however, the stem was not completely engaged on the inserter. There was no injury to the patient or significant delay to the procedure as a result.